Manufacturer narrative:
Manufacturer's investigation conclusion: a pump stop event on 03jul2023 was confirmed through the evaluation of the submitted log files; however, a specific cause for the observed pump stop event could not be conclusively determined through this evaluation. Review of the log files also confirmed a pump stop event on 05jul2023 that appeared to be associated with a driveline disconnect event. According to the account, the patient disconnected the driveline in order to untangle the driveline cables. The controller event log file contained events from 03jul2023 through 06jul2023. A transient pump stop event was observed at the beginning of the file, following which, the pump regained speed without issue and resumed normal operation. A specific cause for this finding could not be conclusively determined through this evaluation. On 05jul2023, the driveline appeared to be disconnected, causing the pump to stop. Following the reconnection of the driveline, the pump regained speed and resumed normal operation. This event appeared consistent with the report of the patient disconnecting the driveline in an attempt to untangle the driveline. The pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number, (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 2 of the IFU, under "system controller warnings and cautions," states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller," provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ the patient handbook also explains that the pump cannot run without power. Section 7 of the IFU and section 5 of the patient handbook address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: evaluation of the submitted lvad event log file revealed additional pump reset events on 30jun2023, 02jul2023, and 03jul2023. A specific cause for the observed pump reset events could not be conclusively determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023, the patient's system controller log files showed a pump off event along with low flows. The log files also revealed power cable disconnect events that were associated with frequent power source changes. On (B)(6) 2023, the patient decided to disconnect their driveline to untangle the wires, which caused a driveline disconnect event that lasted for about 26 seconds.